Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 693558, lead, implanted: (B)(6) 2009; 419478, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The left ventricular (lv) lead was reported to have high thresholds which may have caused the premature battery depletion of the crt-d. The crt-d was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.